Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during scs trial procedure on (B)(6) 2020, physician was unable to implant a trial lead in its intended location due to patient¿s anatomy. In turn, the trial procedure was abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.